Event description:
Boston scientific crm received information that a family member of this patient contacted technical services on 11/9/2007 to report that her son had passed away on approx a month before. No cause of this patient's death was reported. The parent was told to have the device analyzed and stated that she had some concerns because the patient "was so young". The device was received from the mortician.

Manufacturer narrative:
Event conclusion: boston scientific's technical services discussed that the device could be given to the physician or local sales representative for return and analysis. Boston scientific's technical services was planning to contact the closest local sales representative to arrange device pickup. Boston scientific crm received information from the local sales representative that he did contact the patient's mother to make arrangements to pick-up the device for return and analysis. At that time, the mother agreed to release the device to the local sales representative. The mother reported that the device had delivered therapy a few days earlier. Subsequently, the patient was found unresponsive in his bedroom by a friend. The mortician recommended that the event should be investigated due to "her son's young age". The mother was contacted again to set-up a specific time for device retrieval and the local sales representative was told that the device would not be released back to the company for analysis. The family has elected to seek legal consultation regarding this situation.